Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. A green rusch lite miller 3 fiber optic, single use blade was attached to the handle and engaged. Upon engagement the light in the stubby handle flickered. The stubby handle was disassembled in order to inspect the light chamber assembly. Upon inspection a loose bulb was discovered. The bulb was backed out of the "tight" seating position by approximately two and one half turns. This condition could cause the bulb to not energize at all, and would certainly cause a flickering condition upon blade engagement. Based on the investigation performed, the reported complaint was confirmed. Root cause is associated with a lack of "prior to use" inspection and maintenance protocol. Reference IFU care and maintenance instructions for rusch laryngoscope handles and blades test procedures, "laryngoscope blades and handles should always be tested after cleaning/disinfection/sterilization and prior to use. To test, connect the laryngoscope blade to the handle and pull up to on position. If the unit fails to light or flickers, check the lamp, batteries and the electrical contacts".

Event description:
During a rapid intubation the light in the laryngoscope handle failed. No patient harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
During a rapid intubation the light in the laryngoscope handle failed. No patient harm reported.